Event description:
It was reported that the "pump sometimes did not respond accurately." There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.